Event description:
It was reported that the device was in backup mode with no high voltage therapy available following magnetic resonance imaging (MRI) exposure. The event was due to the device not being programmed into MRI mode prior to MRI exposure. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.